Manufacturer narrative:
One picture of cadd cassette reservoirs was received for evaluation p/n 21-7302-24 l/n 3900376 and no samples were received for evaluation. According to the investigation, no leaks were detected in the pictures reviewed. The customer reported problem could not be confirmed. No root cause has to be determined since the complaint was not confirmed. No actions taken were performed since the complaint was not confirmed

Event description:
Information was received that during fill-up of this smiths medical cadd cassette reservoirs, leaking was noticed. It was reported that leaking started when the operator tried to pump nacl. No patient involvement was reported.